Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customer's blood glucose (bg) level was 230 mg/dl. As the customer was unable to load a cartridge, the customer remained disconnected from the pump, took a manual injection and went to sleep. The customer later awoke with a bg level of 450 mg/dl and was hospitalized. Insulin and saline were administered intravenously. The customer's bg level was reported to have lowered to the 100s range (mg/dl). The customer was released from hospitalization on (B)(6) 2016.